Event description:
"The report from the sales rep informs that he received a call that reported an event that occurred with an empira nc on thursday, (B)(6) . An (B)(6) year old male patient with a 3.5mm x 16mm promus stent was being treated for restenosis. Patient had comorbities and was on plavix. Heavily calcified lesion was treated with atherectomy utilizing the csi diamondback device. Following atherectomy the physician attempted high pressure dilatation of the lesion with a boston scientific ptca catheter. The results were suboptimal so an empira nc, 3.0mm x 6mm was select to dilate that lesion. The balloon was inflated above nominal/rated burst while the lesion resisted dilatation. The empira nc ruptured and then adhered to the lesion and stent. Dr. (B)(6) attempted for hours to remove the empira from the lesion/stent and retrieve the balloon catheter from the patient's coronary artery. Numerous techniques were used. After multiple attempts the empira nc catheter separated leaving the distal end of the catheter and ruptured balloon in the patient. The patient was taken to surgery and the remaining catheter was surgically removed. The patient tolerated the surgical procedure and is recovering. The proximal portion of the empira nc was disposed with medical waster at the end of the procedure. The distal portion of the catheter and ruptured balloon that was surgically retrieved from the patient is currently held as a surgical specimen at mercy hosp. The patient's family is requesting that the empira nc remains be examined by an independent investigator".